Event description:
It was reported that during a laparoscopic gastrectomy, air leaked from the device when forceps were inserted and removed from the device. When forceps were removed from the device, the valve did not return to the original position for a while. These device were used as-is to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.